Event description:
During the weaning of a pt off cardiopulmonary bypass (cpb) procedure, the perfusionist reported that the occluder was not properly occluding the flow of blood from the pt. It was reported that the occluder was nearly completely closed yet the heart was not as "full" as expected. Tubing clamps were used in synchrony with the occluder to adjust tune the degree of venous drainage. The issue did not delay the procedure and the case was completed successfully, without harm to the pt.